Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that she did not know how to set the calibration code on the onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt said the issue started over a month prior to contacting lifescan. The pt said that she continued with her usual diabetes management routine after the issue started. She said she started having symptoms of shakiness and tiredness sometime after the issue started and said the symptoms were indicative of hypoglycemia for her. She denied receiving any treatment and said she was not taking any medications for diabetes at the time of the symptoms. According to the troubleshooting performed with customer service, the issue was resolved. Although details of the pt's management of diabetes are unk, this complaint is being reported because the pt alleged she could not code the meter and subsequently suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.